Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile showed several successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The logfile shows that the beam control check for the left eye was done several minutes before laser fired instead of immediately before firing. The surgeon docked the patient interface on the left eye several times so the suction duration was over a minute long. The surgeon did not have a valid suction two value. The surgeon pressed the pedal to stop the vacuum process and to start the vacuum process again. Laser was not yet fired. Therefore, the patient interface was docked twice on the left eye. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported three plus diffuse lamellar keratitis in a patient's left eye post-operatively. Upon follow up, topical steroid drop dosage was increased until symptoms are resolved and then will be tapered. Symptoms are reported to be improving and are mild at this time. The patient continues to be seen for follow up appointments. There are multiple related reports for this facility. This report addresses the patient aa's left eye and other manufacturer reports will be filed.